Event description:
It was reported that the remb sagittal saw stopped working during a procedure at the user facility. As a result, there was a delay of an hour requiring additional anesthesia. The procedure was completed successfully, and no other adverse consequences were reported.

Manufacturer narrative:
Upon disassembly for visual inspection it was found that the motor assembly was corroded, the boot was worn, and the tps flex and bearings were damaged.